Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d4, g3, g6, h2, h3, h4, h6 and h11. Corrected data: d4 (primary UDI number) the initial examination of the returned emboguard device identified kinking of the shaft at approximately 164mm, 118mm, 77mm, 54mm, 51mm and 43mm from the distal tip of the emboguard device. Partial shaft jacket separation and exposed braiding was also seen at the kink located 164mm from the distal tip of the device. This damage was located in the region of bond 6 on the device. However, it can not be confirmed if the damage occurred exactly at the bonded area. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kink as the ball gauge could not be advanced past this point without resistance. It was reported that the patient had a very tortuous and calcified anatomy, resulting in extreme resistance and torsion/twisting maneuvers applied to the catheter in attempt to further advance. It was attempted to recreate the damage seen using a sample emboguard device and a highly tortuous and restricted anatomy and applying pression/tension/torsion force beyond the intended use of the device. The recreation showed that a tortuous anatomy can lead to kinking and flattening of the device however it did not indicate that it could cause shaft separation or exposed braiding. The complaint report detailed that the shaft was ¿split¿, exposed braiding was seen on the returned device, therefore the complaint event is confirmed. The additional kinks observed on the returned unit are considered unrelated to the complaint event. Patient specific factors (severe tortuosity and calcification) are considered contributing factors to kinking, and the manoeuvres applied (torsion and twisting) may have contributed to the device damage. However both physician¿s attempts to recreate the damage in other location, and internal recreations on sample device and tortuous/restricted model could not replicate the extent of damage. While the complaint event was confirmed, the root cause could not be established in this instance. Further investigation was carried out at the manufacturing site of the device. A DHR review found that there were no anomalies associated with this batch of devices. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2, h3, and h11. Section b5: additional event information/clarification was received on 22-oct-2024 indicating that the sales representative discussed at length the incident and gained more information ¿ which contradicts the initial information provided. The site of occlusion was segment m1. The patient¿s anatomy was noted to be extremely tortuous from the aortic arch through to internal carotid artery (ica) with lots of calcifications. The emboguard was removed from packaging and inspected and looked fine, no kinks or damaged noted. Emboguard was prepped as per the instructions for use (IFU). An 8fr abbot engage sheath was used. Procedural leading up to the incident: used 5fr select sim to gain access. Navigability of emboguard felt good although patient anatomy was extremely tortuous and there were a lot of tight ¿twisty¿ bends; was only able to place tip of emboguard at proximal ica. Started to withdraw 5fr select sim in order to exchange; withdrew 2/3rd of the way but decided that would like to try to place emboguard more distally in the ica. Re-advanced the 5fr sim back through the emboguard which had remained in place, was able to pass the select catheter through emboguard into the ica but was unable to position the emboguard any higher in the ica. Removed 5fr select and introduced red68 aspiration catheter. Felt extreme resistance (feeling of ¿grabbing/stickiness¿ and pressure) and was unable to pass the red68 past this point. Red68 removed. Compatibility was checked and decided to use red62. Felt extreme resistance at the same point and was unable to pass the red 62. At this point, the physician realized something must be wrong so removed the entire system with emboguard. Once emboguard was removed and inspected, break in outer polymer jacket noted. This break was not noted or visible under fluoro. Case was continued using 5fr select sim, walrus balloon catheter, red68 and trevo (1st pass tici 3) the physician noted that walrus 95cm also got to the same position in the proximal ica as emboguard. It was noted that the anatomy was ¿so tortuous that a lot of catheter length was lost and both emboguard and walrus could only be placed very proximally and not in an ideal position¿. Due to the anatomy being so tortuous, it was almost doubling back on itself and the physician felt that this potentially caused some twisting of emboguard as it navigated the vessels and there was torsion and twisting of the catheter due to this. The patient¿s aortic arch was difficult and probably more type3 with calcification. There was no adverse impact to the patient ¿ outcome was ultimately very successful. While several minutes were lost, she does not feel this is detrimental. The physician noted that she has commonly seen kinking of catheters, but not a break but feels that the combination of extreme tortuosity of anatomy and the ¿twisting¿ that this applied to the catheter combined with the sub-optimal placement could possibly have caused a kink, coupled with a high exertion of twisting at this same site caused the polymer to break. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d.4: primary UDI number: not complete as the manufacturing date was not available at the time of reporting. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, the surgeon used an emboguard 87, 95 cm balloon guide catheter (bg8795c, 9180869) for the first time and the balloon guide catheter (bgc) snapped/bent during the procedure. The procedure was successful, and the patient is ok. Additional event information was received on 27-sep-2024 indicating that there was an attempt to pass a red 68 reperfusion catheter but struggled and felt lots of resistance. The physician checked compatibility/dimensions with superintendent radiographer, confirmed sizing correct. The user decided to try with red 62 catheter and still struggled, felt extreme resistance. First pass: co-asp using trevo and manual syringe aspiration on red62. End result: tici 3 after one pass. Only when case had ended and the physician had removed emboguard, did they see the split. It was reported that radiographer noticed that after emboguard was removed from patient and after the physician noticed the split in the wire, the physician tried to manually manipulate the distal end of the catheter to see if she could reproduce the break in the catheter outer lumen. Therefore, there are some kinks along the distal section (between catheter tip and exposed braid) that were caused by the physician outside the patient¿s and not caused during procedure. The patient was elderly and noted to have very tortuous anatomy. The patient is fine no adverse event. Set up: sims 5, sofia 21 catheter and synchro guidewire. Additional event information was received on 08-oct-2024 indicating that surgical access for procedure was from the femoral artery. The peel-away sheath provided with the emboguard packaging was used. The sheath was 8fr. A penumbra select 5fr sim was used. There were no procedural delays due to the event. The target vessel/site was segment m1. There was a break in the outer polymer jacket of the catheter, which was significant and allowed visibility of the braiding wire of the catheter.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h6 and h11. Review of the provided photographs showed evidence of kinking of the shaft approximately 27mm, 40mm, 50mm, 115mm and 160mm from the distal end of the device. It was also noted that part of the shaft appeared to be split, with some of the shaft braiding visible. There was no evidence of further damage or defects present on the bgc in the provided photographs. It was reported in the complaint description that the kinks in the distal section were created by the physician in an attempt to recreate the shaft split. The kinks are therefore considered unrelated to the complaint event. As the shaft can be seen to be split in the photos provided the event can be confirmed. Root cause of the event could not be determined from the provided pictures. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.